Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he removed the reservoir each time he had to rewind but needs assistance in priming insulin pump. The customer's blood glucose was 93 mg/dl. Customer did get a failed battery alert. The customer declined troubleshoot. The insulin pump will not be returned for analysis.